Manufacturer narrative:
G4:25mar2021. B4:02apr2021. The unit was swapped out when the event occurred. No patient issues reported. The fse replaced power management, printed circuit board assembly. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
The customer reported ventilator shutdown with no alarm. There was no patient or user harm reported.